Event description:
A csf leakage has been found after icp ventricular catheter implantation.

Manufacturer narrative:
Serial number has been corrected. The explanted probe was returned to facility and analysed following sophysa quality control procedure. Experts have performed a visual inspection and functional control. Functional control revealed a leak. After analysis, experts observed a hole is present on the tubing. The wall separating the stylet lumen and the csf lumber drilled inducing the csf leakage. The origin of this issue could be due to an accidental perforation during the removal of the stylet by the user.

Event description:
A csf leakage has been found after icp ventricular catheter implantation.